Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that for probably the last 2-3 weeks, (the patient confirmed it was within the year of 2026,) they felt like the therapy wasn't helping as much and that they were getting up 3 times during the night. The patient stated they would sometimes go through a little flare (patient services did not ask further questions about this comment as they were focused on the reason for call) but this was lasting a while and that their managing health care provider (hcp) had suggested that the patient call the manufacturer company to get the program changed because they were at 2.5 ma on program 1 and they thought that was the highest they could go without the stimulation being painful. Patient services reviewed device description/function as well as stimulation and programming considerations with the patient and walked the patient through connecting to their settings. The patient had their spouse assisting with using the handset though they said they managed the communicator and they were trying to immediately place the communicator over the ins site before the communicator paired with the handset and they received a few 'not founds'. The patient said they were near a lot of electronics so they moved away from that and patient services offered to assist with troubleshooting however the communicator paired to the handset and the patient was able to connect to see their settings. The therapy was on and the external devices were functioning as intended. The patient chose to switch from program 1 to program 2 and increased the stimulation to a comfortable level in their bike seat region at .6 ma. The patient will maintain stimulation level and will continue to track symptoms. The patient said they had a follow up appointment scheduled with their managing hcp coming up so they would follow up with their hcp at that time to discuss symptom concerns if they still had them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.